Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device showed no image intermittently. The reported problem was found during an unspecified procedure. There was no report of patient or user harm due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to d9 and h3, as the visera elite video system center was not returned for evaluation. Additionally, please see updates to d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The visera elite video system center was not returned for evaluation. Based on the results of the investigation, the root cause of the intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.